Event description:
Customer reported the system will not x-ray. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the lemo connector. System operates as intended.